Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/4/2020 h.6. Investigation: one open 32g x 4mm pen needle sample was returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and a broken patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx experienced cannula breaking off or pulling out. The patient received medical intervention suspecting a broken portion of the cannula may have remained beneath the skin. No broken piece of the cannula/needle was found. The following information was provided by the initial reporter: I injected insulin and the needle may have broken off. When withdrawing the needle after administration, I found that the needle was a bit shorter. I visited the hospital ((B)(6)2020) because there was the possibility that the needle may have remained in the body; however, the hcp confirmed that there was no needle left in the body. The patient also experienced the following incident twice in the last few months: the needle pe broke off from its root and remained on the abdomen; in these cases, the patient removed the needle with tweezers by him/herself. The patient performs priming before injection to check that insulin comes out from the needle tip. Therefore, there seems to be no problem with his/her manipulative technique, including needle setting.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx experienced cannula breaking off, or pulling out. The patient received medical intervention suspecting a broken portion of the cannula may have remained beneath the skin. No broken piece of the cannula/needle was found. The following information was provided by the initial reporter: I injected insulin and the needle may have broken off. When withdrawing the needle after administration, I found that the needle was a bit shorter. I visited the hospital on (B)(6) 2020 because there was the possibility that the needle may have remained in the body; however, the hcp confirmed that there was no needle left in the body. The patient also experienced the following incident twice in the last few months: the needle pe broke off from its root and remained on the abdomen; in these cases, the patient removed the needle with tweezers by him/herself. The patient performs priming before injection to check that insulin comes out from the needle tip. Therefore, there seems to be no problem with his/her manipulative technique, including needle setting.